Event description:
It was reported that the patient is complaining of pain from the bhs controller and sflx xl coilette on her foot. The patient is treating the 3rd metatarsal and complains that the 2nd metatarsal hurts. She also complains that her blood pressure rises when treating. The patient was told by the doctor treat every other day. The patient said it felt like the veins in her legs are ready to explode. The patient stated that the veins in her legs become inflamed and looked like they are going to explode. The patient stated that she feels weird and that her blood pressure gets very high. The patient stated that it is not all the time but is a majority of the time. The patient gets a headache and feels like it was about to explode. The patient stated that as soon as feels her leg pulsating that is when she knows she is going to get sick. The pain in her leg was below the surface of the skin and the patient stated that the pain level is an 8 out of 10. The patient stated that when she removes the machine, she feels much better, and the horrible sensation goes away. The high blood pressure does not go away, and she needs to take medication for it to go down. The patient takes carvedilol 25mg once a day and losartan 100-25 mg at dinner for the blood pressure. The physical therapist contacted the doctor for the patient and was told by the doctor for the patient to use the unit every other day. The patient uses the bhs unit between 10-30 minutes. The patient does not have a defibrillator or pacemaker. The patient has not increased her daily activities. The patient has not seen the doctor but does have an appointment in 2 weeks. The patient started using the unit this morning. The patient was switched from a bhs to an orthopak assembly. A return label was shipped to the patient for the bhs assembly. No product was returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was unable to be reviewed as the lot number of the product is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient is complaining of pain from the bhs controller and sflx xl coilette on her foot. The patient is treating the 3rd metatarsal and complains that the 2nd metatarsal hurts. She also complains that her blood pressure rises when treating. The patient was told by the doctor treat every other day. The patient said it felt like the veins in her legs are ready to explode. The patient stated that the veins in her legs become inflamed and looked like they are going to explode. The patient stated that she feels weird and that her blood pressure gets very high. The patient stated that it is not all the time but is a majority of the time. The patient gets a headache and feels like it was about to explode. The patient stated that as soon as feels her leg pulsating that is when she knows she is going to get sick. The pain in her leg was below the surface of the skin and the patient stated that the pain level is an 8 out of 10. The patient stated that when she removes the machine, she feels much better, and the horrible sensation goes away. The high blood pressure does not go away, and she needs to take medication for it to go down. The patient takes carvedilol 25mg once a day and losartan 100-25 mg at dinner for the blood pressure. The physical therapist contacted the doctor for the patient and was told by the doctor for the patient to use the unit every other day. The patient uses the bhs unit between 10-30 minutes. The patient does not have a defibrillator or pacemaker. The patient has not increased her daily activities. The patient has not seen the doctor but does have an appointment in 2 weeks. The patient started using the unit this morning. The patient was switched from a bhs to an orthopak assembly. A return label was shipped to the patient for the bhs assembly.

Event description:
It was reported that the patient is complaining of pain from the bhs controller and sflx xl coilette on her foot. The patient is treating the 3rd metatarsal and complains that the 2nd metatarsal hurts. She also complains that her blood pressure rises when treating. The patient was told by the doctor treat every other day. The patient said it felt like the veins in her legs are ready to explode. The patient stated that the veins in her legs become inflamed and looked like they are going to explode. The patient stated that she feels weird and that her blood pressure gets very high. The patient stated that it is not all the time but is a majority of the time. The patient gets a headache and feels like it was about to explode. The patient stated that as soon as feels her leg pulsating that is when she knows she is going to get sick. The pain in her leg was below the surface of the skin and the patient stated that the pain level is an 8 out of 10. The patient stated that when she removes the machine, she feels much better, and the horrible sensation goes away. The high blood pressure does not go away, and she needs to take medication for it to go down. The patient takes carvedilol 25mg once a day and losartan 100-25 mg at dinner for the blood pressure. The physical therapist contacted the doctor for the patient and was told by the doctor for the patient to use the unit every other day. The patient uses the bhs unit between 10-30 minutes. The patient does not have a defibrillator or pacemaker. The patient has not increased her daily activities. The patient has not seen the doctor but does have an appointment in 2 weeks. The patient started using the unit this morning. The patient was switched from a bhs to an orthopak assembly. A return label was shipped to the patient for the bhs assembly. No product was returned for evaluation.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.